Event description:
I am writing to ask if there have been reports to the FDA about the adverse effects of drug-eluting coronary stents that may cause a brain tumor on the pituitary gland called acromegaly? My cardiologist, md, asked to contact the FDA and provide the following info to you. Dr is affiliated with heart center. If the FDA has any questions please contact dr. My family physician dr made the initial diagnosis about the acromegaly. In addition, I have had MRI's conducted at hosp, 3 times. The MRI's showed a 0.25 inch growth on my pituitary gland. The information listed below for your review. Prior to any operations my shoes size was 13. My first coronary angioplasty occurred in 2003- and I was given a johnson & johnson cordis 3.0 x 23-mm cypher stent first obtuse marginal branch ptca with stent to om1 after a cardiac catheterization. About a month after the stent was inserted, my shoe size grew from a size 13 to a size 14 and my hands and face grew in size as well. All coronary angioplasty surgeries were conducted at the hosp. My second coronary angioplasty occurred five months later- and I was given a johnson & johnson cordis 3.0 x 33-mm cypher sirolimus-eluting coronary stent proxima and mid left arterial descending artery otw cws33300 lot 50803037. About a month after the stent was inserted my shoe size grew from a size 14 to a size 15 and my hands and face grew in size as well. My third coronary angioplasty occurred in 2004- and I was given a johnson & johnson cordis -3.0 x 18 mm cypher stent posterior descending artery. About a month after the stent was inserted my shoe size grew from a size 15 to a size 16 and my hands and face grew in size as well. My fourth coronary angioplasty occurred in 2006 and I was given a johnson & johnson cordis -3.0 or 3.5- x 18mm cypher sirolimus-eluting coronary stent rx cxs 18360 proximal left anterior descending artery. Lot a1205544, ptca with stent to pda. My fifth cornary angioplasty occurred only two weeks after my fourth coronary angioplasty. The surgery location was at ptca/des mid right and I was given a boston scientific taxus express 2 monorail paclitaxel-eluting coronary stent system -3.0 x 20mm ref: 38970-2030, lot 8150352-, ptca/cypher stent px-lax. Less than a month after the fifth stent was inserted, my shoe size grew from a size 16 to a size 18 and my hands and face grew in size as well. In addition to my shoe size increase from a size 13 to 18, hand and face growth, I have the following side effects: sirolimus: high blood pressure, chest pain, high cholesterol, joint pain, backache, abnormal trouble sleeping, feeling weak, throat irritation, nosebleeds. -malignant tumor or cancer?-, abnormal hair growth -I have to get a hair cut every five weeks now, instead of every 10 weeks before the operations-, frequent urination. Change in vision -I am not able to move m y eyes left, right, up or down; I must move my entire head-, tiredness/weakness, mental/mood changes. Paclitaxel: numbness, tingling pain in hands and feet, joint pain, muscle pain. If you have any info concerning the adverse effects that I have mentioned above, please notify me by e-mail.